Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient experienced pump thrombus, was admitted on (B)(6) 2020 followed by ramp echo which showed marginal obstruction in pump. Patient known to be non-compliant in taking his anticoagulation medication (coumadin). Ischemic stroke occurred after tpa administration on (B)(6) 2020, with tissue plasminogen activator (tpa) used to try to break up suspected clot. Patient non-compliant with coumadin and had sub-therapeutic inr, elevated lactate dehydrogenase (ldh), and log files showed elevated powers with steadily decreasing pi values. Patient was unable to move his left side and is having trouble swallowing. Continued plan of care is to monitor patient. Patient underwent ramp echo, head CT, and returned to or to try to remove clot. Tissue plasminogen activator (tpa) administered, followed by patient experiencing ischemic stroke. Patient brought to or to attempt to remove clot in the brain but clot could not be accessed. Patient is being monitored for improvement. Patient's plan of care included midline shift on (B)(6) 2020; patient is on hypertonic saline 3%; neurochecks q1. Patient is a poor surgical (decompressive craniectomy) candidate. Patient has diminished strength on left side. Unable to see out of left eye. Mild dysphagia was observed. Pump was not exchanged. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the suspected thrombus could not be conclusively established through this evaluation. The account communicated that the patient experienced suspected pump thrombus. The patient was admitted on (B)(6) 2020 followed by ramp echo which showed a marginal obstruction in the pump. It was reported that the patient is known to be non-compliant in taking his anticoagulation medication (coumadin). An ischemic stroke occurred after tissue plasminogen activator (tpa) administration on (B)(6) 2020. The patient also had sub-therapeutic inr, elevated lactate dehydrogenase (ldh), and elevations in powers. The account also communicated that the patient was unable to move the left side and is having trouble swallowing. According to the account, the patient underwent ramp echocardiogram, head CT, and returned to operating room (or) to try to remove clot. The patient was being monitored for improvement in the cardiovascular intensive care unit (cvicu) with a plan of care including midline shift on (B)(6) 2020. The patient is on hypertonic saline 3% with neuro checks q1. It was also reported that the patient is a poor surgical (decompressive craniectomy) candidate. The patient has diminished strength on the left side and unable to see out of the left eye. Mild dysphagia was also observed. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU lists device thrombosis, hemolysis, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.